Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider indicated that the patient¿s device was placed in their pocket, but shifted after surgery due to the patient¿s anatomy. They noted that there was a fold in the patient¿s skin, right above their battery. They stated that the patient was trained on how to use their programmer and recharger at the time of implant. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their device wasn¿t put in correctly, so they had to have it redone. The patient explained that their device wasn¿t put in their pocket correctly, which made it almost impossible to recharge. They mentioned that they spent so much time trying to get the device to charge, they didn¿t learn how to use the patient programmer. The patient did not remember exactly when they had the implant revised. They stated that once it was revised, they were able to recharge with no issues. No further complications or patient symptoms were reported. The patient was implanted for chronic low back pain and spinal pain.